Manufacturer narrative:
It was reported that multiple hl20 pumps (serial# (B)(6)) had occlusion problems. The event occurred during a routine check. No harm to any person was reported. Later during service the failure runaway was observed on pump with serial#(B)(6). A getinge field service technician (fst) was sent for investigation and repair on 2026-03-10 and 206-04-14. The failure could be reproduced and the motor was replaced for three single roller pumps (serial# (B)(6)). A similar case for the failure "runaway" and incorrect occlusion was already investigated by the getinge life cycle engineering on 2022-09-09 with the following outcome. The rpm (roller pump module) motor consists of two main components, the motor itself and a tachometer connected to the motor drive unit. The tachometer generates a dc voltage signal that is proportional to the speed and is used to control the motor to the target speed set by the user. In the event of deviations between the target and actual speeds, the control system first attempts to adjust the speed of the motor to the target by regulating the motor. If this is not possible, the motor is stopped by the control system. The most probable root cause could be determined as a defective motor tacho produces a faulty speed signal. Even when the motor is not turning, the tacho produces a signal that corresponds with a high speed leading to insufficient or incorrect roller pump occlusion. The review of the non-conformities has been performed on 2026-02-24 for the period of 2018-03-14 to 2026-02-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-03-14. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "occlusion problems and runaway error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that multiple hl20 pumps (serial# (B)(6)) had occlusion problems. The event occurred during a routine check. No harm to any person was reported. Later during service, the failure runaway was observed on pump with serial# (B)(6). Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the indian market on a significantly similar device to "mcp00917751 #hl20, 5-pumps console base", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for mcp00917751 #hl20, 5-pumps console base with catalog number 701028581, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.